Manufacturer narrative:
As reported, the plug button of a 6f exoseal vascular closure device (vcd) cannot be pressed during the use of the device. There was no patient injury. The user was trained in the use of the deice. The femoral artery was blocked with the device however the button could not be pressed. Additional information was requested but not provided. A non-sterile exoseal vascular closure device 6f involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that deployment lever was fully depressed, and the indicator window was found in the black/red/white position. A cordis catheter sheath introducer (csi) was returned inserted on the unit with the guard fully locked, the indicator wire was fully retracted, and the plug was not returned for this evaluation. No abnormal conditions were observed during this visual analysis, and it was concluded that the conditions present on the received unit, denoted a complete deployment state as expected per the device intended use. No functional analysis could be performed as the device was already deployed. A high magnification evaluation was executed to evaluate any device internal configuration issue that could be related to the reported event. During this evaluation no damage or abnormal condition was observed to be reported. Based on the information provided and the product analysis, the reported customer event of "deployment lever (button) frozen/locked" was not observed. The condition of the device received denotes a complete deployment of the device and therefore, the condition of the device received does not match the event reported. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the plug button of a 6f exoseal vascular closure device (vcd) cannot be pressed during the use of the device. There was no patient injury. The user was trained in the use of the deice. The femoral artery was blocked with the device however the button could not be pressed. The device is being returned for evaluation.